Manufacturer narrative:
Device received with rf pic failed self test alarm during self test due to faulty connector radio frequency board. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Device passed all operating currents tested within the specific range and passed off no power test. Device received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received rf pic failed selftest. The customer¿s blood glucose level at the time of incident was 8.9 mmol/l. The customer performed self test and it failed. The insulin pump will return for analysis.